Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the root cause to be that the bolt that connects the pistons to the stirrups had sheared off. The pistons assist in carrying the patient's weight while positioning the stirrups. The stirrups were locked into position when the reported event occurred; therefore, the patient's legs did not fall. The unit subject of this event has been returned to steris for further evaluation. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that the pistons detached from their bariatric power lift stirrups during a patient procedure. A procedure delay occurred as user facility personnel installed a new set of stirrups. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
The customer received a replacement set of stirrups. The stirrups subject of this event were returned for steris evaluation and the root of the event was determined to be impact damage causing the bolt to bend and subsequently shear off. Review of complaint records determined this event to be isolated to the two units at this facility. Steris performed in-service training on the proper use and operation of the stirrups. No additional issues have been reported.